Manufacturer narrative:
Initial testing found the generator functioned normally and within specifications. The high and low frequency leakage currents were specifically tested and were found to be normal and within specifications, and no metal to metal arcing could be found. The rem high trip point was specifically tested and found to be normal and within specifications. Additional testing found that during peak to peak voltage testing in the coag mode, the generator activation became intermittent when the scope probe ground was connected to the rem adapter. The rem transformer, t1 on the interface pc board, was replaced, and the rem circuit was calibrated, but this did not fix the problem. Additional troubleshooting found relay k2 on the interface pcb to be intermittent. K2 was replaced and the generator functioned normally during peak to peak testing. Opto 8 on the interface pc board was replaced as a preventive measure. It cannot be determined if the intermittent relay caused or contributed to the customer's report. The generator was cycled for two hrs, fully tested and was found to function normally and within specifications.

Event description:
Procedure: unk. Reportedly, the pt sustained a shock and a burn. No other additional info was provided. Attempts were made to contact the facility and requests for info from the facility were made; however, to date, no additional info has been furnished. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.